Event description:
It was reported that a dissection occurred. The 80% target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca).p re-dilatation was performed with a 3.00 x 15 mm non-compliant balloon catheter. A 32 x 3.50 mm promus premier drug-eluting stent was deployed at high pressure and post-dilated with a 3.50 x 15 mm non-compliant balloon. A proximal stent edge dissection was observed. The dissection was further described as type b and flow limiting. The dissection was covered with a 3.50 x 24 mm promus premier and the procedure was completed. The patient has fully recovered and was stable post-procedure.